Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via social media that she is a brittle type 1 diabetic due to the removal of her pancreas in (B)(6) 2008. Customer's readings go from the low 50's mg/dl to off the chart. Customer stated that she has been told that she is carb sensitive and insulin resistant. Customer stated that she has tried her outside area but she usually gets no delivery alarms. Customer stated that she has hit a vessel many times and bled like crazy. Customer was given tips for insertion site management, calibrations, and why her sensor readings may be different from her blood glucose readings.